Event description:
It was reported that the patient suffered from an ischemic stroke. The patient experienced a decreased level of consciousness. The patient was diagnosed via computed tomography (CT) scan. The patient's anticoagulation had previously been stopped secondary to frequent gastrointestinal (gi) bleeds. There was no sequelae from the stroke. The patient had a complicated post-operative course and was currently still hospitalized and stable.

Manufacturer narrative:
Related MFR number covering frequent gastrointestinal bleeding: manufacturer report number: 2916596-2023-03659. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
This event was determined to be supplemental information and the investigation will be reported under MFR #: 2916596-2023-03659.